Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Company representative reported a "saline implant with two serial numbers." This serial number was assigned and sent to a doctor's office. This serial number was not associated with the device in the packaging.

Manufacturer narrative:
The extent of the material received that was related to device (B)(4) was limited to a device information label. Neither the device or the packaging associated with the device was returned. A sister report detailing the findings for the device associated with the packaging that was returned is filed as manufacturer report number 9617229-2018-04704. Packaging evaluation: visual analysis of the returned packaging identified device appearance to describe that device was not received, just received the outer lid with two labels with different serial numbers. Based on the device analysis the final assessment was outer lid was received with two labels with different serial numbers. In addition, review of DHR for the repackaging work order (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. Even though documentation was found to be correct, CAPA (B)(4) was opened to address this event. A health hazard assessment was performed for this specific case and it was determined that the overall health hazard for this issue is negligible. Labeling in the corresponding directions for use mentions that the breast implant should not be use if the package (labeling) is damaged or compromised.

Event description:
Company representative reported a "saline implant with two serial numbers." This serial number was assigned and sent to a doctor's office. This serial number was not associated with the device in the packaging.